Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02411 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced injuries including extreme pain, erosion of her internal bodily tissue, and dyspareunia (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.